Manufacturer narrative:
D9 - date returned to mfg: 8/18/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported complaint was neither confirmed nor replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The software was updated and the device passed all functional tests.

Event description:
It was reported that the pump failed accuracy test, +11.2%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.